Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had frozen on a screen and had delivery stopped insert new battery alarm, customer put a brand new battery in and insulin pump gives that message and was not click off it. Customer's blood glucose value unknown. Troubleshooting was performed. The device will not be returned for analysis.